Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. It was noted that the device is not available for evaluation. A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported that the patient was revised due to "right total knee replacement instability."